Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial resection of the lung in a thoraco/wedge/segmental resection, lower right lobe for lung cancer, at the first firing, the firing stopped halfway. It stopped at the place where was stapled half. The surgeon pressed the green button many times but failed to advance firing. They pressed the release button, returned the blade, and released the jaws. Upon removing the cartridge from the tissue, a small amount of bleeding, about 20cc, occurred but it stopped right away. After hemostasis, they set up the powered stapler again attached with a new adapter and a new shell, and changed cartridge to black cartridge to continue the procedure. The status of the patient was reported as no problem.